Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6:health effect - clinical code and type of investigation correction: d1: brand name, d2a: common device name, d2b: procode, d4: catalog#, lot#, expiration date, unique device identifier (UDI)#,d10: concomitant medical products and therapy dates, g4: PMA/510(k) #, h4: device manufacture date h11:the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the available information, the clinical root cause cannot be confirmed. Patient factors such as the initial high-energy injury and bone defect may have contributed, and prolonged fracture healing suggests possible fatigue stress on the nail. No evidence indicates device malfunction. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for trigen intertan nail system revealed that preoperative revealed that the following factors should be considered: a patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants and whether a patient has a degenerative or progressive disease that delays or prevents healing and consequently decreases the effective life of the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after femoral nailing following a high energy injury on (B)(6) 2023, the patient had a bone defect. Then, on (B)(6) 2024 two distal screws were removed to allow dynamization. The patient recently experience pain and an x-ray showed a broken distal screw. This adverse event was treated by a revision surgery on (B)(6) 2025, in which the nail has been replace and bone graft has been placed to address the bone defect. Current health status of the patient is unknown.